Event description:
The customer called to report an error alarm. Troubleshooting was performed. The customer changes the batteries and had no program the pump settings. It was indicated that the alarm history revealed multiple error alarms. The customer has high bgs. The customer treated the high bgs. Also during the call the customer informed that he was admitted in the emergency room for high bgs.